Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient developed drainage from their sternal incision approximately two weeks after ventricular assist device (vad) implantation and was admitted to hospital. Cultures are reported to have been negative; while a computerized tomography was also negative for any abscess. The patient was treated with antibiotics. The patient was discharged home on (B)(6) 2018. The pump remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The pump was not returned for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against the pump. Therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. In this case, the patient¿s obesity may have contributed to the event. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.